Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown. Product type programmer, patient product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient's weight was (B)(6). The event was first observed (B)(6) 2020. The patient reported oozing x 3 weeks. The cause of the infection was staphylococcus lugdunensis and the patient was treated with clindamycin. No further complications were reported/anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The device passed testing, but had a reduced battery capacity due to 1 overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. Product :977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient¿s remote and implant didn't work. MRI compatibility was discussed and it was noted the patient started to have the issue about 7 months ago. It was recommended to have the patient contact their healthcare provider. The indications for use were spinal pain and chronic low back pain. Additional information received from the healthcare professional reported that the cause of the issue was the system was infected. The stimulator was removed and the issue was resolved.